Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked j2 connector at lcd board. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive. The caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 109 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.